Event description:
On (B)(6) 2007, the pt stated that he observed an 07 (sys) alarm on his infusion device. At the time of his call to the company rep for troubleshooting, he reported that he tested his blood glucose and his glucose meter displayed "hi," which indicated that his blood glucose value was over 30 mmol/l (540 mg/dl). He mentioned that he had already bolused 8 units of insulin prior to his call. He stated that he had been using each infusion set headset for more than 3 days although he was aware of the 3 day time interval specified in the product labeling. He noted that he occasionally observed insulin leaking from his infusion site and it was becoming irritated. He stated that he had been wearing a catheter and had frequent urinary tract infections, and he noted that the infections recur at least once per month. He mentioned that he observes bubbles in his insulin cartridges after 3 days of use although he did not specify how often that occurred. He noted that he did not allow his insulin to warm to room temp before filling an insulin cartridge. He was educated regarding the importance of changing his headset and allowing insulin to warm to room temp prior to filling a cartridge. Even with his health concerns he stated that his blood glucose values were not typically high. He did not provide a normal blood glucose range. On (B)(6) 2007, his blood glucose readings remained elevated (value not provided). At that time, he transitioned to his backup infusion device and, on (B)(6) 2007, he reported that his blood glucose had returned to normal. The infusion device was replaced and requested to be returned for eval. The pt did not require medical assistance from a healthcare professional or second party to address the issue.